Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The broken portion was scorched and melted. The lump of the melted cutting wire adhered to the broken portion. The outer diameter of the cutting wire was measured. No abnormalities were presented. Considering the lump of the cutting wire that adhered to the broken portion, the length of the cutting wire was measured. There were no missing parts in the cutting wire. The length of the coated portion of the cutting wire presented no abnormalities. There were no missing parts in the coated portion. Other abnormalities other than the tear of the cutting wire were not found in the device. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, a likely cause of the cutting wire breakage might be the following reasons. The cutting wire was being close to the distal end of an endoscope, or the instrument for activation test. An electricity was discharged between the cutting wire and the instrument in the state of ¿1¿. The cutting wire became very high temperature instantaneously due to an electricity discharge. That caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
During an inspection before use, a crack was found at the tip of the subject device. Therefore, the subject device was not used for the patient. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On november 18, 2020, omsc found that the cutting wire was broken off due to energization.